Event description:
A malfunction alarm was reported on the customer¿s pump during use. There was no adverse impact to the customer's blood glucose level. Despite technical support assisting the customer in attempting to resolve the issue by loading a new cartridge, the cartridge alarm persisted, leading to the decision to replace the pump as it was still under warranty. The technical support team coordinated the shipment of a replacement pump and instructed the customer on returning the faulty pump using a pre-paid label, ensuring the customer understood and acknowledged the instructions. The customer switched to multiple daily injections (mdi) as backup therapy to maintain insulin delivery.